Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. There was no abnormality in air / water supply. It was found that the nozzle had white dirt. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the nasal endoscopy, air / water supply failure occurred frequently. The cause was presumed that something got stuck. Although it was improved by washing with a washing machine after use, it occurred repeatedly. The intended procedure was completed. There was no report of patient injury associated with the event. The subject device had been reprocessed with oer-5.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The white dirt was collected and component analysis was preformed. It was found that it was a mixture of carboxylate and silicate. These are mainly found in surfactants of drugs such as detergents. It was presumed that the drug used during the procedure to reprocessing remained after washing. It was also presumed that it was temporarily stuck in the nozzle opening due to insufficient rinsing of the drug, leading to the reported air / water supply failure. The exact cause of the reported event could not be conclusively determined.